Event description:
Additional information received that the system was replaced with another unit and was working fine.

Manufacturer narrative:
B5: additional information received. H3: analysis of the device was completed and concluded that the unit was presented with sw:(v1.7.5), fully charged batteries, misaligned radio firmware, a pi fault detected error message due to a defective stim pcba, and a broken stim 1 afe pcba electrode pin. H6: codes updated, previously applied codes fdm b21 , fdr c21 , fdc d16 are no longer applicable and fdm b01 , fdr c0201 / c07 and fdc d02 is now applicable. For the relevant device(s) : product ID: nim4cm01, serial/lot #: unknown, ubd: , UDI#: n/a h6: code updated, previously applied code fdc d16 is no longer applicable and fdc d20 is now applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis gets completed. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: nim4cm01, serial/lot #: unknown, UDI#: n/a, h6: fdm b17 , fdr c20 and img g02030 codes applicable for the relevant device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during intra-op, nim system had an error message "patient interface fault detected". There was no patient impact.